Event description:
A surgeon reported six pts experiencing dysphotopsia following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 04/02/2009, 04/07/2009, and 04/20/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/24/2009.